Manufacturer narrative:
This report is regarding the patient's gi bleeding. Reference MFR report # 2916596-2016-00903 for the report of the suspected percutaneous lead issue which led to the patient¿s evaluation for a possible heart transplant. Approximate age of device ¿ 3 years, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient developed a gi bleed while undergoing a transplant workup. The patient had been transferred to another facility and was undergoing a transplant workup due to a suspected issue within the internal portion of the percutaneous lead. No further information was provided.

Manufacturer narrative:
The device remains in use at the time of the event. A correlation between the report of gastrointestinal bleeding and the device could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: a patient outcome information was reported by the clinical representative that the patient received a routine heart transplant on (B)(6) 2016.